Event description:
A patient with a history of alcohol abuse and liver disease coded. The heart rhythm was asystole and CPR was administered immediately. Patient vomited copius amount of fluid and the suction regulator from the crash cart had to be used. The unit worked at first, however when the nurse attempted to increase the intensity control, the internal shaft on the regulator broke. The doctor was unable to see the airway to intubate the patient. Staff was unable to revive the patient.